Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found a wrong tube definition for the hba1c qc material. He then corrected this. He also found a deactivated clot sensor which he activated. The investigation excluded reagent issues. The cause of the event could not be determined.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable a1c-2 tina-quant hemoglobin a1c gen.2 result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. On (B)(6) 2022, the initial result was 10.5 %. After about 1 to 2 days, the repeat result was 5.7 %. The repeat result was deemed correct.  The reagent lot number is 56866301. The expiration date is 31-dec-2022.